Event description:
It was reported that the patient was experiencing diaphragmatic stimulation which could not be resolved by reprogramming. The implantable pacing lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4480, competitor implantable pacing lead, 2013 (B)(6); 6947m, implantable tachy lead, 2013 (B)(6); (B)(4), bi-ventricular implantable cardioverter defibrillator, 2013 (B)(6). (B)(4).